Event description:
This complaint is now reportable based on the analysis completed on 07/27/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50 x 28 mm taxus liberte stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely calcified mid left anterior descending (lad) artery. The procedure was completed with plain old balloon angioplasty (poba) only. No pt complications were reported. Pt status reported as "good". However, the returned product revealed the stent had moved on the balloon and stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal and distal stent damage. The distal stent struts on rows 1 to 3 were severely misaligned. There was damage throughout the proximal end of the stent. Several proximal stent struts were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic examination identified that the stent had also moved distally on the balloon approx 3 mm from the distal edge of the proximal markerband. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No add'l product analysis or external evals were performed. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).